Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was non-functional. Additionally, during investigation for an unrelated issue, another reportable malfunction was found. The monitor was unable to complete essential performance testing. The monitors q11 component on the pca board shorted. The root cause of the non-functional response button cannot be positively identified. The root cause of the defective q11 component cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.